Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had difficulty with calibration and mentioned that they experienced high blood glucose level of 531mg/dl. The customer stated they had the high blood glucose due to a steroid shot and declined troubleshooting for the high. The customer treated with bolus through the insulin pump. The product will not be returned for analysis.